Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl) and 223 mg/dl back to back within 10 minutes on the aviva system. Reporter alleged that a couple of hours later, he obtained the results of 311 mg/dl, 404 mg/dl, 178 mg/dl and 172 mg/dl on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated he did not have any strips left, so no product will be returned for evaluation.